Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and was not able to confirm the reported complaint. However a leak over 4.5lpm was coming from the absorber canister. The vent engine and absorber canister was replaced proactively, and the unit was returned to service.

Event description:
The hospital reported the unit did not allow the use of the pressure control ventilation mode during a case. The unit was switched to volume control ventilation mode to continue. There was no report of patient injury.

Manufacturer narrative:
Patient codes were corrected based on information provided by the customer.

Event description:
The hospital reported an intermittent ventilator delivery issue with the unit. This issue was found prior to a procedure. There was no report of patient involvement.